Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 10/2018) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that one year and six months post a stent placement in the proximal superficial femoral artery via the right leg, the subject had serious adverse event of stenosis of right common iliac artery which required target limb re-intervention. It was further reported that one year, six months, and eleven days after index procedure, drug coated balloon catheter was used to treat in-stent restenosis. Treatment re-intervention was successful and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that eleven months and twenty-five days post a stent placement in the proximal superficial femoral artery via the right leg, the subject had serious adverse event of stenosis of right common iliac artery which required target limb re-intervention. It was further reported that drug coated balloon catheter was used to treat the in-stent restenosis with initial stenosis of ninety-five percent. Treatment re-intervention was successful and the outcome of the serious adverse event was resolved with ten percent final residual stenosis. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a device history record review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a device history record review is considered to be not required. Investigation summary: the stent was not returned for evaluation. The stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Potential factors that could have led or contributed to the reported restenosis have been evaluated. Thrombosis and restenosis may be related to the general condition of the patient, the vascular conditions of the patient, or medication. No irregular stent placement during index procedure and no deficiency of the placed stent, such as deformation or fracture was reported. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that one year, six months, and eleven days post a stent placement in the proximal superficial femoral artery via the right leg, the subject had serious adverse event of stenosis of right common iliac artery which required target limb re-intervention. It was further reported that drug coated balloon catheter was used to treat the in-stent restenosis with initial stenosis of ninety-five percent. Treatment re-intervention was successful and the outcome of the serious adverse event was resolved with ten percent final residual stenosis. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.